Event description:
It was reported that the patient presented in clinic. Device interrogation revealed that the right ventricular lead was oversensing noise. Programming changes were made to resolve the issue. The patient was stable throughout the event.